Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is determined to be user related as the rated burst pressure for this device was exceeded. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed target lesion was located in the severely calcified and severely tortuous right coronary artery atrioventricular branch. This 15mm x 1.50mm apex flex monorail was used to pre-dilate the lesion and ruptured upon the 3rd inflation at an unknown pressure (1st inflation: 18atms / 2nd inflation: 20atms). The device was removed intact from inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.